Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed premature battery depletion behavior. No further details were provided. This crt-d remains in service and no adverse patient effects were reported.